Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip and remained attached. Charred tissue was observed on the jaws. A pre-cautery test as was performed per the instruction for use with a reference cable and a reference power supply. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. The confirmed failure has been investigated in the CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the insulation on the vasoview hemopro jaw split/peeled and the cutting element "got stuck". When it was removed from the patient, it was very hot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.